Event description:
Customer reported the vaporizer had no output. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.